Event description:
Information received by medtronic indicated that the customer reported partial display as dead pixels cutting was observed through the screen and red light was solid on the back button. Also insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was unresolved. The product will be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring black. Case type ngp. Customer returned device for an alleged back light anomaly, missing segments/partial display and exposure to moisture found on october 05, 2022. The device powered up properly after battery installation. The device passed the displacement test and active current measurement. However, the pump had a high sleep current measurement. Device failed the self test due to missing segments/partial display and vertical lines on the display. However, the device passed the led test, vibration test and tone test. The pump was monitored for several hours and no back light anomaly noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board. A cracked lcd glass was noted. Also, corrosion was found on the electrical board 1and 2. Corrosion was also found on the force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator and battery tube assembly noted. The original electrical board 2 was cleaned, installed in a test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The original electrical board 1 was cleaned, installed in a test electrical board2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement due to corrosion on the electrical board 1 and medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A missing segments/partial display and vertical lines on the display were confirmed due to a cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked case, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Back light anomaly was not confirmed. However, a missing segments/partial display and vertical lines on the display were confirmed due to a cracked lcd glass. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed due to corrosion on the pcba1 and pcba2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.